Event description:
It was reported by service report that the cot is leaking hydraulic fluid and the fowler cylinder is not holding weight. No patient involvement or adverse consequences are reported.